Event description:
Pt was assisted to the bedside commode to void using stand aid, gait belt in place, with three persons. Pt unable to pull self to complete stand from lower seat, pt was assisted to floor and liko lift and sling obtained; liko lift became inoperable during the lifting.